Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was placed, the physician noted high impedance and intermittent capture. Repositioning was attempted with the same results. The lead was removed and replaced. The patient was stable post procedure.